Event description:
It was reported that after opening the outer packaging of the 9x30 mm xact carotid self-expanding stent during the procedure, the distal end of the stent was noted to be exposed. A new unspecified carotid artery stent system was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging/removal from the tray inadvertent mishandling resulted in causing the stent to slightly pull out of the sheath and inadvertently prematurely deploy the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed report, it was noted that when removed from the packaging, the stent was unsheathed and flowered. No additional information was provided.